Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned as it showed high, out of range impedance with high pacing thresholds. The lead was attempted to be removed, but the distal end of the lv wouldn't budge from the coronary sinus. The right ventricular (rv) lead was explanted and the right atrial (ra) lead was abandoned at the same procedure. New leads were implanted. No additional adverse patient effects were reported.